Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the cannula and the stylus failed to separate during use.

Manufacturer narrative:
(B)(4). A picture was provided of the packaging which shows the needle set size and lot number. No sample was returned. A review of the manufacturing records was performed which found that the lot passed all acceptance criteria. No issues were found. No sample was returned for evaluation. Based on the available information, the complaint could not be confirmed and no root cause determined. Teleflex will continue to monitor and trend for reports of this nature. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the cannula and the stylus failed to separate during use.